Event description:
Adverse event(s): "the outcome had "compromising results" (no know impact or consequence to patient). Product problem(s): "depressed the footswitch and there was no phaco power" (device issue). The customer reported the system tuned fine during set up. The surgeon depressed the footswitch and there was no phaco power. The patient had a dense cataract and the outcome had "compromising results." The surgeon declined to provide more information on the event and patient's status.

Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting the system. The tss advised the customer to switch out the handpiece and tune it. The facility did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken replicate or confirm the reported event and the root cause is, therefore, unknown at this time. (B) (4) (B) (4).